Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, 15% of the shell is missing. The device was underweight. A microscopic analysis was performed which identify a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp break on posterior assessed as unidentified (tear) opening, and missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d.9; h.3; h.6

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device photo evaluation: visual analysis of the photographs identified: device patch with lot number 2484627, red particle material on the shell, opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side.